Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx des were implanted in the lad and two resolute onyx des were implanted in the rca. It was reported that an mi occurred one day post index procedure. Cec adjudicated non q-wave mi 3rd udmi peri pci of the target vessel lad.